Manufacturer narrative:
The device was returned for evaluation. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation issues. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. A clip delivery system was advanced to the mitral valve; however, the anterior gripper arm would not lower. The cds was removed with the clip attached, and another cds was used to successfully complete the procedure. One clip was implanted, reducing mr to 2. . There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported difficult to open or close - gripper actuation was unable to be confirmed during returned device analysis. The returned device analysis observed a tear in the clip cover and a kink in the gripper line. All available information was reviewed, and a definite cause for the reported difficult to open or close (gripper actuation) could not be determined. A definite cause for the observed torn material (clip cover) could not be determined. The observed deformation due to compressive stress (kink in the gripper line) was likely a result of procedural conditions. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. There is no indication of a product issue with respect to manufacture, design, or labeling.